Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient presented with hematuria. A cystoscopy confirmed mesh erosion into the urethra. The patient underwent laser tap excision on (B)(6) 2018. Additional information with be requested.